Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call issue with the sensor missing the needle and had a calibration error. The customer¿s blood glucose was unknown at the time of incident. The sensor is not expected to return for analysis.